Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose. Blood glucose at the time of the admission was 488 mg/dl. The customer was treated with manual injection and fluids. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was declined. The customer mention pump alarmed motor error. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed dat test at 0.08705 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. However, intermittent button response noted during testing due to flattened dome switch on the up arrow button, esc and act buttons. J2 lcd connector was inspected and no anomaly was noted. No motor error alarm noted during testing. Motor was tested outside the device and passed. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.